Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm occurred during testing. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the display window, cracked casing at a display window corner, and a missing end cap sticker.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while he slept. The patient's blood glucose at the time of incident was 19 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; he did mention receiving previous button errors, though. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.